Manufacturer narrative:
The patient is 70 inches in height. An event regarding damaged and stripped threads on a tritanium window trial was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection confirmed the reported event, the threads of the trial were heavily damaged and missing at some parts. The green anodization was almost entirely faded, likely from heavy use and repeat sterilization cycles. -device history review determined all devices in the reported lot were accepted into final stock with no reported discrepancies. -complaint history review found no other similar events for the reported lot. Conclusions: consultation with the material analysis experts indicated the damage likely occurred over many uses and there is evidence of cross-threading. The investigation concluded that the damaged threads was caused by heavy use of the trial.

Event description:
It was reported that during the primary of right hip surgery, thread of the tritanium acetabular trial stripped off upon removing from patient's acetabulum. Surgeon had tried a couple of times before to removed it and was successful after a few trials. The surgery was delayed by 20 minutes.

Event description:
It was reported that during the primary of right hip surgery, thread of the tritanium acetabular trial stripped off upon removing from patient's acetabulum. Surgeon had tried a couple of times before to removed it and was successful after a few trials. The surgery was delayed by 20 minutes.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.